Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left side lower abdominal pain') in a (B)(6) year old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), 3 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On (B)(6) 2018, the patient was found to have cystoscopy ("cystoscopy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and dyspareunia had resolved and the migraine, urinary tract disorder, bladder disorder and cystoscopy outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystoscopy, dyspareunia, migraine and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received : previously reported event "injury to herself" updated to "dyspareunia (painful sexual intercourse)", events- "migraines / headaches, urinary problems, bladder problems, left side lower abdominal pain and cystoscopy", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left side lower abdominal pain') in a 30-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, cesarean section, knee operation, pain in elbow, low back pain, hypoaesthesia, other disorders of intestine, headache and numbness in face. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), 3 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On (B)(6) 2018, the patient was found to have cystoscopy ("cystoscopy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and dyspareunia had resolved and the migraine, urinary tract disorder, bladder disorder and cystoscopy outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystoscopy, dyspareunia, migraine and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.